Event description:
It was reported prior to starting a da vinci s surgical procedure, the system was not recognizing the maryland bipolar forceps instrument, and nothing fell into patient. The planned surgical procedure was completed with a replacement instrument of the same type. No additional information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, engineering conducted performance tests and found that the system intermittently failed to recognize the instrument. There were two pogo pins that were roughly .007" shorter than the other pins. Repeated mechanical actuation of the short pins caused them to rise, therefore, intermittently engaging the instrument. Engineering believes the cleaning process may have affected the height of pins and cause a slight sticking. Engineering also observed that the main tube has two sections, 180 degrees apart, with material removed on one side of the tube. One section is 1.75" long and located just below the midpoint of the tube. The other section is 1.5" long and located 2" above the proximal clevis. The damaged areas are parallel to the tube axis and have a rough surface finish. Based on the location and appearance, the damages were most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.